Manufacturer narrative:
Approximate age of device- 3 months 0 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for the heartmate 3 lvas was received on 23 august 2017. The same device us used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with reports of drainage from his driveline for the past 2 days along with a low grade fever and pain to the abdomen. Cultures were obtained and the patient was started on IV vancomycin and zosyn. The cultures came back positive for (B)(6) so the patient was switched to ancef antibiotics. The antibiotics are planned to continue for 6 weeks and then the patient will start oral suppression. The patient was discharged on (B)(6) 2018 and will continue ancef until (B)(6) 2019.

Event description:
Additional information: the patient was continued on cefadroxil for long term suppression.

Manufacturer narrative:
Event: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section event: additional information (medication changes). Manufacturer's investigation conclusion: a direct cause for the reported driveline infection could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the hospital with drainage from his driveline exit site, a low-grade fever, and pain to his abdomen. Cultures were taken and came back positive for mssa. The patient was started on IV vancomycin and zosyn. The patient¿s antibiotics were switched over to ancef with plans to continue for 6 weeks and then to start oral suppression. The patient was discharged on (B)(6) 2018 and was told to continue ancef until (B)(6) 2019. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU and the patient handbook, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on (B)(6) 2019 reported the patient was started on oral suppression cefadroxil on (B)(6) 2019 following completion of ancef. Patient remains ongoing and is to follow up with infectious disease. No further information was provided.